Event description:
Sorin group (B)(4) received a report that the filter became detached from the autotransfusion cardiotomy reservoir of the kit ats x electa during a procedure. The reservoir was changed out, which resulted in the loss of the 500ml of blood which was inside the reservoir. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the kit ats x electa. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group received a report that the filter became detached from the autotransfusion cardiotomy reservoir of the kit ats x electa during a procedure. The reservoir was changed out, which resulted in the loss of the 500ml of blood which was inside the reservoir. As a result, the patient was not transfused with blood products but was infused with iron. There was no report of patient injury. The cardiotomy reservoir was discarded during the procedure and therefore, no product was returned to sorin group (B)(4) for investigation. It is likely the detachment of the inner filter was due to a breakage of the connector which joins the filter to the lid. It is possible that a blow to the reservoir lid due to a drop during shipping could cause damage to this connector. Sorin group italia has initiated a CAPA to reinforce the connection between the lid and filter.